Event description:
An alleged needlestick injury was documented after a safetyglide insulin syringe did not activate properly. After the activation process took place, the nurse experienced the needle going through the top of the safety device that shields the needle.

Manufacturer narrative:
No samples available for examination, actual sample has been discarded by end user. Without examination of the device, it is not possible to determine if event resulted from device malfunction. In addition, no lot number was provided. Regulatory compliance will continue to monitor complaint levels in order to identify any changes in trending.